Event description:
It was reported that the user experienced frequent low glucose events after dinner while using the ilet, with dinner meal announcements often entered as ¿less,". A consultation for carbohydrate meal learning was requested and assigned, followed by a device data synchronization and education. Symptoms included hypoglycemia reaching 51 mg/dl. Outcomes included self-treatment with oral glucose. Investigation included troubleshooting with the user and education on correct meal announcement sizing. Investigation of this case revealed user-related use error associated with incorrect meal size announcements at dinner, with no device malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was user error due to inaccurate meal announcement selection.